Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was recommended for replacement to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during service. There was no patient involvement.